Event description:
During a device replacement procedure, the patient was induced and successfully converted at 650v. The device was then interrogated to view the diagnostics information. A "device parameter" message was received along with a ram map showing that the device was in an "all functions off" mode. The unit was reprogrammed to attempt a second induction. This induction was successful but an additional error message that "a new device has been detected" was received during the charging process. The patient was externally defibrillated. After the external shock, the patient was asystolic and the implantable cardiac defibrillator was not pacing the patient. Upon interrogation, the device was again found in an "all functions off" mode. Another implantable cardiac defibrillator was used to successfully complete the procedure.